Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #5 was removed due to medical other. Implant need to be repositioned for restorative doctor. Implant will be placed at later date. New implant site will be #4.

Manufacturer narrative:
Zimvie received one (1) bnpt4385, (t3® with dcd® tapered implant 4/3 x 8.5mm) for evaluation. Visual evaluation was performed. Returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the bnpt4385 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events the customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was probably user caused.. Therefore, based on the available information, a device malfunction has not occurred. No damage to the implant was identified that would cause or contribute to the event. The reported event non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.